Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed flow transducer test, has been caused by o2 cell malfunction. The technician replaced o2 cell and then the device was returned for use. There were no further failures. This complaint has been decided to be reported as the initial description - flow transducer test failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to o2 cell which will not affect ventilation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/09/2020; corrected manufacture date: 06/05/2020. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).